Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump was alarming low reservoir and she just inserted a new reservoir. Customer hadn't cleared the alarm, assistance was provided. Customer mentioned she pushed the reservoir in the insulin pump while she was connected. She didn't rewind the device prior to inserting the reservoir. Customer was advised to monitor blood glucose as she may have administered to much insulin accidently. Customer call back and stated she was experiencing high and lows. Customer has the new reservoir had 100 units of insulin and it's possible the customer administered 84 units. Her lowest blood glucose was 30 mg/dl. Customer was advised to treat for low and call doctor. Also, continue monitoring her blood glucose and call back to set up the device. Customer is not returning the device for analysis.